Event description:
The customer contacted baxter's service center regarding a check heater line alarm, which occurred on the homechoice (hc) during fill 1. The home patient (hp) said they changed out the cassette, but not the bags. The technical service representative (tsr) explained proper procedure for supplies. The hp to start over with new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the hp's nurse on (B)(6), 2012 and she was not aware of the patient having had that issue. She would followup with the patient regarding proper aseptic technique. The nurse also stated that the hp has been completing therapy successfully. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was undetermined.the label review found the labeling adequate for the use error in this complaint.